Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: 5.0 ml/hr. Procedure: not applicable. Cathplace: not applicable. It was reported that the pump did not prime, the bolus would never refill and the indicator would not go up. No patient contact.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: the sample was received missing the distal luer cap and saf key. The device was difficult to prime with the medication that was received in the device. Once the pca was primed, a functionality test was performed. The results of the test indicated that the device did not meet specification. Conclusions: the customer complaint was confirmed. At this time, this product is under recall.